Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash that is starting to blister under the two back te pads. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed an ointment for the rash. Follow up indicated that the rash improved.